Event description:
Case 1 of 5. Our rep reports to us that one of his accounts, a surgeon, recently had a case where the patient had a reaction to what they believe to be mitek fixation devices. A patient underwent an acl repair in 2008. At sometime subsequent she presented with; leaking & oozing at the wound site, tenderness and redness at the wound site, and the wound was not healing. In 2009, a re-surgery was performed and the original fixation devices (undefined biointrafix screw & sheath and undefined lot#s) were removed. The surgeon flushed with antibiotics, found no need at that time to re-fixate (felt that the original fixation repair had taken hold). The rep. Believes that the graft was "auto"; the surgeon does not believe that this is an infection but rather a reaction to the fixation devices. The removed fixation devices were cultured, test results not yet known. Present status of the patient unknown. See also mdrs: 1221934-2009-00065, 00067, 00068, 00069, 00070, 00071, 00072, 00073, and 00074.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.